Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump and battery gauge was fluctuating. After charging battery for an additional 30 minutes, issues were resolved. Customer's blood glucose was 145 mg/dl.